Event description:
It was reported that the patient complained of diaphragmatic stimulation, and the left ventricular (lv) lead exhibited high/varyingi mpedances. An x-ray revealed that the lead had pulled back significantly from the original implant location. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6947 implantable tachy lead - (B)(6) 2002; 553454 implantable pacing lead - (B)(6) 1999. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.